Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was not impacted. The customer did not load a new cartridge or reload the cartridge. Recommendation was made for the customer to call back during the next cartridge change. Multiple attempts were made by tandems' technical support to obtain additional information; however, no additional information was provided.